Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, the surgeon was able to press the green button but the handle could not be squeezed. Another device was used to complete the case. There was no patient injury.